Event description:
It was reported that the device was stuck on the guide wire. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified middle of the left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was used. Upon advancement of the device inside a 6f non bsc guide catheter, severe resistance was noted between a non bsc guide wire and the device. It was also noted that the device had difficulty in advancing to the lesion. Furthermore, it was observed that the device was stuck on the guide wire. The device and the guide wire were then removed as a unit and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).